Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have particulate matter within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection did not identify the reported issue; as no particulate matter was found in the provided sample. Based on evaluation findings, the reported issue could not be confirmed and the device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.